Event description:
A healthcare facility in florida reported, via a fisher & paykel healthcare (f&p) field representative, that the bc180-05 flexitrunk infant nasal tubing was found to be broken. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc181-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photograph provided by the customer showed that the bc181-05 flexitrunk infant nasal tubing was stretched and broken conclusion: without the complaint device, we are unable to determine the cause of the reported failure. All flexitrunk infant nasal tubing are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Manufacturer narrative:
(B)(6). Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal tubing. Section d4: model and catalog # updated to bc190-05. Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to mr. (B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint bc190-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photograph provided by the customer showed that the bc190-05 flexitrunk infant nasal tubing was stretched and broken. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. All flexitrunk infant nasal tubing are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in florida reported, via a fisher & paykel healthcare (f&p) field representative, that the bc190-05 flexitrunk infant nasal tubing was found to be broken. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in florida reported, via a fisher & paykel healthcare (f&p) field representative, that the bc180-05 flexitrunk infant nasal tubing was found to be broken. There was no patient consequence.